Event description:
Patient reported obtaining elevated blood glucose results (420 - 475 mg/dl), each morning, while using the suspect device. Patient indicated that, based on elevated results, she has been delivering 30-45 units of insulin. Patient noted that, approximately 4 hours after taking insulin, her blood glucose has been dropping to ~ 60 mg/dl. Patient also reported experiencing hypoglycemic symptoms, while sleeping. Patient's spouse reportedly checks her blood glucose, to determine the appropriate course of action. Patient alleged that the device is contributing to hypoglycemic events; however, she did not describe how. Patient's current condition: feels ok. Quality control testing was not performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.